Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with high blood glucose level. The mother states that every time the cannula is changed, the customer gets high blood glucose levels. The mother states the customer came home from school, due to keytones and high levels. The customer's blood glucose level at the time of incident was 490mg/dl. The customer's most current level was 81mg/dl. Troubleshoot was conducted. The mother states that the customer's levels continue to rise. The customer's blood glucose levels at the time of second call were 540mg/dl. The customer's most current level was 161mg/dl. The customer was advised that the device was found to be operating as designed. The customer was advised not to use cold insulin with the device, and advised to contact their health care provider regarding unexplained high levels.